Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in and the completed investigation. One 8fr angio-seal sts plus was returned for evaluation. The carrier tube assembly along with the separated bypass tube was returned. The plastic and the aluminum pouches were returned as well. The aluminium pouch was returned completely opened. For functional testing, the bypass tube was attempted to be mounted back on the carrier tube and it was able to situated without any issues. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place, and there was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was carotid stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr, and the puncture site was the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.